Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic valve within the native annulus, the patient was provided an antibiotic, a chewable aspirin, and an angiotensin receptor blocker (arb). Approximately 2 months following the valve implant, a computed tomography (CT) was performed due to a higher than expected prosthetic gradient. The gradient valve was not provided. The CT identified hypoattenuated leaflet thickening (halt) of leaflets and a small layered thrombus on the valve. The patient felt well and was recommended to start an anti-coagulant and aspirin. Further follow-up was planned in 3 months. The physician indicated the event was causally related to the implant procedure and valve itself.

Manufacturer narrative:
Image review: post-implant computed tomography (CT) imaging was provided from (B)(6) 2024. The valve implant depth measured 4.5 millimeters (mm) on the left coronary cusp (lcc), 7.2 mm on the right coronary cusp (rcc) and 3.3 mm on the non-coronary cusp (ncc). Possible plaque/thrombus was observed in the lcc and between the native rcc/ncc. Possible pannus/thrombus was observed inside the transcatheter aortic valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the final valve implant depth was 1 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). An echocardiogram was performed on the date implant with a gradient of 4 millimeters of mercury (mm hg) post procedure. Discharge occurred 2 days following implant. The thrombus was detected in the left sinus via computed tomography (CT). The valve gradient was not captured during diagnostic CT. The patient was on aspirin prior to the thrombus identification.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.